Event description:
Was getting ready to place an endoclip in a patient for an egd post polypectomy. Was testing clip to make sure it opened and closed properly and the clip fell off (outside of the patient before it was sent down the gastroscope). Had to open a new clip to place in patient.